Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased hemoglobin results generated on the cell-dyn ruby analyzer for one hemodialysis patient from multiple draws. The results provided were: on (B)(6) 2024 initial result on close mode=6.8 g/dl, repeated same specimen at another laboratory on (B)(6) 2024 (unknown platform) = 8.0 g/dl on (B)(6) 2024 two specimens drawn from the patient vein and catheter; vein r2v on open mode=6.6 g/dl; catheter r2c on open mode = 6.8 g/dl, repeated on 09feb2024 r2v=6.78 g/dl, sample repeated on blood bank ruby=7.17 g/dl ((B)(6)), same specimen process at another reference laboratory (unknown platform) =7.30 g/dl, after troubleshooting repeated = 6.67 g/dl on (B)(6) 2024 new specimen redrawn and repeated at another lab (unknown platform) =8.0 g/dl the customer reported the results questioned by the doctor, due to the low value, he asked that the patient be transfused; however, prior to the procedure, the result was corroborated and was higher, therefore the transfusion was canceled. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section a1 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased hemoglobin results generated on the cell-dyn ruby analyzer for one hemodialysis patient from multiple draws. The results provided were: on (B)(6) 2024 initial result on close mode=6.8 g/dl, repeated same specimen at another laboratory on (B)(6) 2024 (unknown platform) = 8.0 g/dl on (B)(6) 2024 two specimens drawn from the patient vein and catheter; vein r2v on open mode=6.6 g/dl; catheter r2c on open mode = 6.8 g/dl, repeated on (B)(6) 2024 r2v=6.78 g/dl, sample repeated on blood bank ruby=7.17 g/dl (sn 54903bg), same specimen process at another reference laboratory (unknown platform) =7.30 g/dl, after troubleshooting repeated = 6.67 g/dl on (B)(6) 2024 new specimen redrawn and repeated at another lab (unknown platform) =8.0 g/dl the customer reported the results questioned by the doctor, due to the low value, he asked that the patient be transfused; however, prior to the procedure, the result was corroborated and was higher, therefore the transfusion was canceled. No impact to patient management was reported.

Event description:
The customer observed falsely decreased hemoglobin results generated on the cell-dyn ruby analyzer for one hemodialysis patient from multiple draws. The results provided were: on (B)(6) 2024 initial result on close mode=6.8 g/dl, repeated same specimen at another laboratory on (B)(6) 2024 (unknown platform) = 8.0 g/dl. On (B)(6) 2024 two specimens drawn from the patient vein and catheter; vein r2v on open mode=6.6 g/dl; catheter r2c on open mode = 6.8 g/dl, repeated on (B)(6) 2024 r2v=6.78 g/dl, sample repeated on blood bank ruby=7.17 g/dl (sn (B)(6)), same specimen process at another reference laboratory (unknown platform) =7.30 g/dl, after troubleshooting repeated = 6.67 g/dl on (B)(6) 2024 new specimen redrawn and repeated at another lab (unknown platform) =8.0 g/dl the customer reported the results questioned by the doctor, due to the low value, he asked that the patient be transfused; however, prior to the procedure, the result was corroborated and was higher, therefore the transfusion was canceled. No impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4, primary UDI number, additional information in section d10 - concomitant product. The field service representative replaced the hgb flow cell assembly of the cell-dyn ruby analyzer and adjusted the voltage value from 5.27v to 5.05v. After checking precision and calibration, a biocomparison test was performed and quality control passed. Review of the instrument service history for cell-dyn ruby serial number (B)(6) determined no further incidences were observed. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.